Manufacturer narrative:
H1 type of reportable event: corrected. H6 device codes: corrected. The synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts were found to lifted and stretched in multiple locations. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified the following issues along the shaft polymer extrusion. The wire port was found to be stretched and kinked. The inner lumen of the shaft polymer extrusion was found to be bunched at 7.8 mm proximal to the distal tip. A 0.014 guidewire was unable to be loaded due to this damage.

Event description:
It was reported that stent damage occurred. The target lesion located in the coronary artery. Following pre-dilatation, a 2.75 x 16 synergy stent was advanced and implanted in a previously planned location. A 2.5 x 38mm synergy stent was then advanced for treatment. However, the device was unable to progress through the target lesion and the rods became stuck to the previously implanted stent. During an attempt to remove the second stent, both stents were removed. It was noticed that the struts of the 2.5 x 38mm synergy stent were totally damaged, and the implanted stent had no structure. The devices were removed and two 2.5 x 20 mm emerge balloon catheters were used to correct the damaged region. The procedure was successfully completed with implantation of another three synergy stents. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion located in the coronary artery. Following pre-dilatation, a 2.75 x 16 synergy stent was advanced and implanted in a previously planned location. A 2.5 x 38mm synergy stent was then advanced for treatment. However, the device was unable to progress through the target lesion and the rods became stuck to the previously implanted stent. During an attempt to remove the second stent, both stents were removed. It was noticed that the struts of the 2.5 x 38mm synergy stent were totally damaged, and the implanted stent had no structure. The devices were removed and two 2.5 x 20 mm emerge balloon catheters were used to correct the damaged region. The procedure was successfully completed with implantation of another three synergy stents. No patient complications were reported and the patient status was stable.